Manufacturer narrative:
The device is not available to manufacturer.

Event description:
It was reported that during the procedure at ica (internal carotid artery), the stent (subject device) came off the re-sheath pad during deployment. There were ten minutes surgical delay. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated mes (manufacturing execution system) system, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. The case was involved the stent coming off re-sheath pad during deployment. Patient was not impacted. The stent was used in conjunction with a stryker catheter. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported ¿stent deployed prematurely during use¿.

Event description:
It was reported that during the procedure at ica (internal carotid artery), the stent (subject device) came off the re-sheath pad during deployment. There were ten minutes surgical delay. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.